Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer on 09/15/2015. Visual inspection was performed and it was found that both patient head restraint brackets were cracked. The physical damage observed during visual inspection is unrelated to the customer's reported complaint. A review of the platform's archive was performed, which found that one occurrence of a user advisory (ua) 27 (encoder fault (speed >3000 rpm)) fault happened on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Functional testing of the returned autopulse platform was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 27 was unable to be replicated. A run_in test using a 95 % large resuscitation test fixture (lrtf) was performed for several hours and no user advisories or warnings were exhibited. Load cell characterization testing was also performed, which found that both load cells were functioning within specification. The platform passed all testing criteria. Based on the investigation the parts identified for replacement were the two patient head restraint brackets. In summary, the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 27 was confirmed during review of the archive. The ua 27 was not duplicated during functional testing. User advisory 27 is an indication that the driveshaft is rotating too fast. The probable causes associated with this fault are that the lifeband is either being pulled up on too sharply, or that there is an internal component error or malfunction. No device deficiencies however, were identified that may have contributed to the user advisory (ua) 27 message that was observed in the archive. The platform successfully passed all initial and final functional testing without any issues. Therefore, a root cause could not be determined. There were also no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported patient death. The cause of death was believed to be due to the cardiac arrest and not due to the autopulse device.

Manufacturer narrative:
Product in complaint was returned to zoll on 09/15/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that on (B)(6) 2015, (b)() ems received a call for a (B)(6) patient. The initial call was for a cardiac arrest. The patient was down for approximately 15 to 20 minutes. Bystander CPR was in progress upon ems arrival. Exact length of time that manual CPR was performed was not provided. Upon arrival, the medic performed manual CPR for about a minute prior to deployment of the autopulse. The autopulse platform was deployed without any issues. During active operation, after a couple of cycles were performed, the platform stopped and displayed a user advisory 27 (encoder fault (> 3000 rpm)) message. The crew attempted to reset the device and adjust the position of the patient, however after 10 to 15 seconds, the platform stopped and displayed the user advisory message again. This occurred several times and the issue would not resolve. Use of the autopulse platform was discontinued and the crew immediately reverted to manual CPR, until arrival at the hospital 15 minutes later. The medic reported that upon arrival at the hospital, the patient had a pulse. However, the patient later expired in the ICU. The cause of death was believed to be a result of the cardiac arrest and was not related to use of the autopulse device. No further information was provided.